Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a cubie had prevented access to medications. A technical service specialist effectively removed the lid and extracted the cubie to address the problem. The system functioned as intended after the field service engineer verified the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be a generic medbank.

Event description:
It was reported that when using the pyxis medbank system, a cubie had malfunctioned. A customer reported that a user had been unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.